Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) due to having poor retention. Additional information has been requested but has not been made available as of the date of this report.